Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a box change, significant noise and high/undefined pacing impedance was observed when the old right vent ricular (rv) lead was connected to the new device. The device header was visually inspected with no anomalies noted. The lead was reconnected to the header with oversensing and high impedance once again observed. The lead sensing was reprogrammed which mitigated the impedance and oversensing seen, and the pocket was closed, however noise was still present in bipolar. The physician elected to reopen the pocket and abandon the existing rv lead with an end cap attached and replaced with a new lead. No patient complications have been reported as a result of this event.